Event description:
Per user facility medwatch, when the device was used during an unknown procedure, it did not leave any staples after discharge. When the physician attempted to do the anastomosis with the eea, the rectum was found to be open. No staples were noted. There was no reported pt consequences.